Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on 10/27/2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 10/27/2014 with the following findings: the display is dim/red/fading. Unable to confirm complaint of time and date reset on black box, pump was exercise for 24 hours, then took out the battery and the time and date reset complaint was not duplicated within 23 hours. Pump case was removed and corrosion was found under the internal battery. The bolus button responds normally but the cover is torn. (B)(4).